Event description:
Per oos, this system has been removed due to infection and erosion. Per rep., the leads were explanted and discarded. This system has not been replaced. Philos ii dr MDR 1028232-09-00364. Setrox s 60, MDR 1028232-09-00366.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.